Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right ventricular (rv) lead. Lead fracture was noted. The patient did not feel well. When the patient presented in clinic, programming change was made, and lifevest was put on. The rv lead was then explanted and replaced. No patient consequences were noted.